Event description:
It was reported that during an excision of rectal mass with transanal approach, the device began to fail and was removed. During cleaning the blade tip broke off. The piece did not fall into the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/19/2008. Eval summary: the analysis results found that the device was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.